Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was overfilling the cartridge. Tandem technical support educated the customer to not overfill the cartridge. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.